Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The complainant reported a 68-year-old male was implanted with an impella 5.5 for mechanical circulatory support. During closure of left axillary artery and impella 5.5 removal, the left arterial line showed loss of pressure. An ultrasound of the left upper arm showed loss of flow. Cut down on the brachial artery was performed and clot retrieval was successfully performed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿